Event description:
On 04-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 401 mg/dl. The user was transported to the hospital by a caregiver where the user was treated with exogenous insulin and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia after removal and replacement of the continuous glucose monitor (cgm) and a delay in re-establishing therapy while awaiting sensor warmup while receiving subcutaneous insulin and delaying reconnection to the ilet. This behavior can result in interrupted insulin automation and delayed insulin delivery and is consistent with the observed elevated blood glucose requiring ems assistance and hospital treatment with exogenous insulin. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.